Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a total abdominal hysterectomy procedure, the staplers did not lock. The surgeon manually sutured to complete the procedure, no pt injury was reported.